Event description:
Patient called and reported right side flat, movey, uncomfortable, can squeeze, painful, and exchange. Patient later reported "doesn't look good" , "one nipple is twice as long", and "I need to have a hysterectomy after this". Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient called and reported, right side flat, move, uncomfortable, can squeeze, painful and exchange. Device remains implanted.